Event description:
Information was received from a consumer regarding a patient's implantable infusion pump for intractable spasticity and spinal cord injury/ spinal cord disease. It was reported (B)(6) 2016 that the patient stated she was at 650 mcg per day, and she was sent out of the doctor's office at 250 mcg per day. The patient said she was "set wrong." The patient stated she went to (B)(6) and her physician told another physician to change her pump dose from 250 mcg per day to 650 mcg per day but the doctor was afraid it would kill her so he set it to 450 mcg per day then she was comatose. The patient was being medicated through the pump with baclofen at an unknown concentration and dose. The patient's status was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.